Manufacturer narrative:
The device was discarded and was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed on the proximal left circumflex coronary artery lesion. A non-abbott stent was implanted and a 3.5x15mm nc traveler dilatation catheter advanced to the site. Reportedly, resistance was noted with the implanted non-abbott stent during advancement. Inflation was performed, however, the proximal balloon ruptured at 8 atmospheres (atms). The balloon rupture was evident as the indeflator air pressure failed to rise and contrast was observed per angiography. Other balloon catheters were used in replacement without reported issues. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.